Manufacturer narrative:
Findings: unable to prime during prime test due to faulty sensor resistor. Unable to perform basic occlusion, occlusion and no delivery tests due to prime/fill anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.